Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the left middle cerebral artery m2 segment. Post procedure the patient experienced symptomatic intracranial hemorrhage. Medical management was performed as treatment and the outcome was reported as ongoing. The patient was later discharged to skilled nursing facility. The event was reported to be related to the procedure and the device. No further information is available.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the left middle cerebral artery m2 segment. Post procedure, the patient experienced symptomatic intracranial hemorrhage. Medical management was performed as treatment and the outcome was reported as ongoing. The patient was later discharged to skilled nursing facility. The event was reported to be related to the procedure and the device. No further information is available.